Manufacturer narrative:
(B)(4). Batch# x9459e. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned clip in the jaws and a clip was noted to be backways. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, two clips partially formed were feed due to the clip backways and then it fed and formed 9 conforming clips as expected. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The clip backways may have caused the device to not fire the clips properly. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may caused the clip backways.

Event description:
It was reported by the sales rep that during an unknown procedure, jamming occurred from the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.